Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report adverse event and broken sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of sensor pod, sensor wire broke off in patient's skin. Patient's mother took patient to urgent care on (B)(6) 2014 and was advised to take patient to the ER. Physician's assistant removed sensor wire from patient's skin and prescribed cephalexin. Patient inserted sensor in thigh which is not an approved site. Patient removed transmitter prior to removal of sensor pod against user guide recommendations. Patient's mother did not report any further injury or medical intervention. At the time of contact with dexcom technical support patient was in good condition.

Manufacturer narrative:
(B)(4).